Event description:
Gyrusacmi was notified that the surgeon was using the device for a last procedure, the patient had fibroids which may have complicated the matter making it difficult to position the loop. When the loop was in position and the surgeon was trying to pull the loop closed while activating, but it was not cutting. Due to a significant amount of blood, the procedure was converted to an open case. The bleeding was present prior to the device being used, so this is not the likely cause. It was suggested to remove some of the blood which may have been acting as a short circuit so the energy was not delivered to the tissue.

Manufacturer narrative:
No product was returned for investigation. Additional information provided by the technical authority for the pks bill. The device was used without sufficient visualization around the cutting plane prior to activation against the instructed in the IFU. The tissue diameter cut was greater than 30mm which is warned against in the IFU. Excessive force was used during activation which is warned against in the IFU. The excessive force combined with a large diameter of tissue pulled the electrodes apart and inhibited activation. The conclusion was surgeon misuse. The surgeon has since used the device successfully and commented on how quick and effective the cutting performance was. A follow up visit is planned in december to view a case and support our colleagues. The conclusion from the investigation was surgeon misuse.